Manufacturer narrative:
The lot number was provided and a lot history review was performed. The sample was not returned, therefore the investigation is inconclusive for the reported issue. The definitive root cause could not be established. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model fvl10080 vascular stent graft allegedly experienced misfire. This information was received from one source. One patient was involved and there was no reported patient injury. The patient is male, (B)(6) years old, who's weight was not provided.

Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device has been returned for evaluation; the evaluation was inconclusive for 2532 - misfire. Based upon the available information, a definitive root cause is unknown. The catalog number identified has not been cleared in the us, but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The product classification code for the fluency plus endovascular stent graft product is identified. The device is labeled for single use. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model fvl10080 vascular stent graft allegedly experienced misfire. This information was received from one source. One patient was involved and there was no reported patient injury. The patient is male, (B)(6), who's weight was not provided.

Manufacturer narrative:
H10: the lot number was provided and a lot history review was performed. The device for this malfunction has been returned to the manufacturer for evaluation. The investigation of the reported malfunction is currently underway. The device is labeled for single use. H10: g4. H11: h6 (method, results, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model fvl10080 vascular stent graft allegedly experienced misfire. This information was received from one source. One patient was involved and there was no reported patient injury. The patient is male, 55 years old, who's weight was not provided.